Manufacturer narrative:
No lot number was provided and no sample was returned for evaluation. The product does not contain any ingredients related to tree nuts. Solventum will continue to monitor.

Event description:
A pediatric patient experienced an anaphylactic reaction after a dental cleaning appointment where 3m¿ clinpro¿ clear fluoride treatment and a non-solventum brand prophy paste were applied. A rash on the forehead appeared almost right away while the patient was still in the dental office following application. The patient experienced difficulty breathing after leaving the dental clinic. An epi-pen was used, after which the symptoms resolved. No additional medical treatment was required. The patient has an allergy to tree nuts. The patient has had previous cleanings and fluoride with no symptoms. A sibling also had cleaning with the same products applied with no adverse symptoms.